Manufacturer narrative:
The investigation was based on the information reported by the customer. The hospital reported that the device analysis revealed a faulty power supply as the root cause of the event. As dräger was not involved in the analysis, the root cause could not finally be confirmed. However, the customer reported that the device is back in service after a power supply replacement. In case the power supply fails to deliver the internal supply voltages, the device would shut down, and an independently powered audible power fail alarm according to iec 60601-1-8 would sound for at least two minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shutdown with alarms during use on patient. The device was immediately replaced. No injury reported.